Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. The reservoirs passed per inspection and no air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after customer's insulin type was changed, customer was experiencing air bubbles in reservoir. Customer's blood glucose was 501 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was not rewound with reservoir in place. Caller reported that air bubbles persisted after set change. After troubleshooting, customer was advised to return infusion set and reservoir for analysis.